Manufacturer narrative:
It was reported that the extraction screw m6 broke while trying to slap out an implanted polarstem. The procedure was completed using a s+n backup device. The newly implanted stem had to be extracted because the surgeon was not able to reduce the hip after implanting. As a result, the stem was downsized and sat lower in the canal, creating room for the hip to be reduced. The polarstem, used in treatment, was not returned for investigation. The product history could not be reviewed, as the batch number of the polarstem was not communicated. The failure mode and the severity are covered through the corresponding risk management files. The IFU lit. No. 12.23, ed 05/16 states that the surgery has to be planned in order to avoid sizing issues: "preoperative planning allows the surgeon to assess the choice of suitable components and possible combinations. Surgery should be planned in great detail based on analytical findings (i.e. X-ray, MRI). Additional implants should be available, in case other sizes are required or if the planned implant cannot be used. Failure to carry out a proper planning could lead into choosing the wrong implant type and/or size or incorrect implant positioning." No adequate clinical information was made available, therefore, a medical assessment could not be done. The reported issue cannot be independently be confirmed. The root cause of this issue cannot be assessed based on the limited amount of information. To date, no further actions are initiated. Should the device be returned, this case will be reassessed. Smith and nephew will monitor this device for further similar issues. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the extraction screw m6 broke while trying to slap out an implanted polar stem. The procedure was completed using a s+n backup device. No injury to the patient was reported. A surgical delay of 30 min or less was reported. The newly implanted stem had to be extracted because the surgeon was not able to reduce the hip after implanting. As a result, the stem was downsized and sat lower in the canal, creating room for the hip to be reduced.